Manufacturer narrative:
The investigation has been completed for the reported issue of pump stop. The product was returned. The root cause of the pump unable to start was not determined since the issue was unable to be reproduced. The returned product operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon initial activation, a pump stop alarm was triggered. The pump was restarted successfully. The patient continued on support until the device was successfully weaned.